Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm for insulin flow block. Customer's blood glucose level was 396 mg/dl. Customer was assisted with troubleshooting. However; customer reported that they tried all the remedies but issue persist continue. The customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.